Event description:
Event verbatim [preferred term] 1 patient died because of hemorrhagic shock despite successful embolization [shock haemorrhagic], gelfoam for embolization [off label use], gelfoam for embolization [device use issue], narrative: this is a literature report for the following literature source: "immediate and long-term outcomes of percutaneous radiological interventions for hemorrhagic complications in acute and chronic pancreatitis", j vasc interv radiol, 2021; vol:32, pgs:1591-1600, doi:10.1016/j.jvir.2021.08.004. An adult patient received absorbable gelatin (gelfoam), for therapeutic embolisation. The patient's relevant medical history included: "chronic pancreatitis" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: shock haemorrhagic (death, medically significant), outcome "fatal", described as "1 patient died because of hemorrhagic shock despite successful embolization"; off label use (death, medically significant), device use issue (death, medically significant), outcome "fatal" and all described as "gelfoam for embolization". The patient underwent the following laboratory tests and procedures: angiogram: unknown results; computerised tomogram: unknown results; imaging procedure: unknown results. The patient date of death was unknown. Reported cause of death: "1 patient died because of hemorrhagic shock despite successful embolization". It was not reported if an autopsy was performed. Investigation result received on 26dec2023: UDI: (B)(4). Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Follow-up (26dec2023): this is a follow-up report from product quality group. Updated information includes: investigation results and previous "gelfoam for embolization " added as additional events. No follow-up attempts are possible., comment: the events "shock haemorrhagic", "off label use" "devise useissue" are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Investigation result received on 26dec2023: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected.

Event description:
Event verbatim [preferred term] 1 patient died because of hemorrhagic shock despite successful embolization [shock haemorrhagic]. Narrative: this is a literature report for the following literature source: "immediate and long-term outcomes of percutaneous radiological interventions for hemorrhagic complications in acute and chronic pancreatitis", j vasc interv radiol, 2021; vol:32, pgs:1591-1600, doi:10.1016/j.jvir.2021.08.004. An adult patient received absorbable gelatin (gelfoam), for therapeutic embolisation. The patient's relevant medical history included: "chronic pancreatitis" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: shock haemorrhagic (death, medically significant), outcome "fatal", described as "1 patient died because of hemorrhagic shock despite successful embolization". The patient underwent the following laboratory tests and procedures: angiogram: unknown results; computerised tomogram: unknown results; imaging procedure: unknown results. The patient date of death was unknown. Reported cause of death: "1 patient died because of hemorrhagic shock despite successful embolization". It was not reported if an autopsy was performed. The reporter considered "1 patient died because of hemorrhagic shock despite successful embolization" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected., comment: the event "shock haemorrhagic" is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.